Manufacturer narrative:
The used device was not available to be returned to the manufacturer. Batch documentation and production data for the affected device has been reviewed and no deviations were registered on the released lot. No earlier complaints are registered for this lot. The patient has returned devices from the same lot as the used device. Those devices have been included in the investigation. All 120 returned devices were visually controlled, and no catheters were stuck in the package. The user's problem could not be repeated. The cause of this incident has not been possible to establish. The user also reported that he had a urinary tract infection. Common adverse reactions (>1/100) related to catheterization therapy includes urinary tract infection. This information is in the provided IFU, under section adverse reactions.

Event description:
The adverse event occurred outside us, in united kingdom. A male patient has been using, a sterile, single-use intermittent urinary catheter lofric origo nelaton (40 cm, ch14). On (B)(6) 2024, the patient contacted the manufacturer representative and reported that he had problems to get the device out of the packaging since the device was stuck in the package. The patient also reported that he has got an infection.